Manufacturer narrative:
Device was returned, and a product evaluation was performed. Product evaluation summary provided the following information: the findings of the evaluation are consistent with the reported event description. The reported blood loss was likely the result of inadequate sealing of the manifold within the deployment handle due to the manifold upper and lower latches not being fully engaged. Due to the lack of manifold latch engagement identified during the device evaluation, there is potential for the failure mode to be attributable to the manufacturing process. The worst-case severity of harm that is reasonably foreseeable for this scenario is ¿serious¿, for harm ¿blood loss¿ (per cmds pfmea md146733 rev 10); therefore, per md145952 rev 27, CAPA request or146661 was opened to document this event.

Event description:
On (B)(6) 2023, a patient underwent endovascular treatment of an arch aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctagac), following bypass and embolization of a left subclavian artery treatment on (B)(6) 2023. During ctagac placement, a large amount of blood leakage was observed near a connection between a delivery catheter and a handle. The procedure was completed by holding an area near the bleeding site with hand and quickly deploying it as it was. The patient tolerated the procedure. The physician stated that he want to avoid unnecessary bleeding. Physician did not mention cause of leakage.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. No device problem was found per review of these records. H6: code c21-device has been returned and engineering analysis is pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.